Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 4269 competitor implantable pacing lead (B)(6) 1998; 6947 implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) at three years and six months and the longevity of the device was questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.